Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. The product was returned opened but unused in the sterile packaging. Visual examination of the returned product/provided pictures confirmed a flaky white debris on the tubing of the device. The packaging does not meet the acceptance criteria per zpc 8.400 ¿ packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the unit was found to have foreign substances like white powder inside of tghe sterile tray, when the nurse opened the package. Therefore this product was not used for the surgery. There was no patient impact. It is unknown if a delay occurred. Due diligence is complete as no additional information is available.